Event description:
It was reported that the patient was unable to use the sensor technology. The patient met with their doctor on (B)(6) to discuss their options and the doctor believed the sensor component had malfunctioned. The patient had not experienced intermittent stimulation or increased stimulation since turning off adaptive stimulation. The patient wanted to use the adaptive stimulation feature because it helped them avoid changes in stimulation due to positional changes when it was working properly. The patient had their battery replaced on (B)(6) 201. After the replacement, the patient was doing well and their system was functioning.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID neu_ adaptor_acc, lot# n393475, implanted: (B)(6) 2013, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient felt a loss of stimulation when they walked around, reduced pain relief, and a sudden increase in stimulation. The patient also experienced overstimulation and a shocking or jolting sensation. The patient had less than 50% therapy relief at the lead location. The patient was reprogrammed. The patient had an appointment for a system check and a possible reprogramming scheduled for (B)(6) 2014. The patient status was listed as alive with no injury at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.